Event description:
Rptr states that mother of triplets was using a rented electric breast pump which resulted in pain and failure to obtain any milk. The hosp did not provide the mother with any instructions on the proper use of the device.